Manufacturer narrative:
Added g3/g4, h1/h2, h6. Correction: added d12 known inherent risk of device to investigation conclusions.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2006, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing a gore® excluder® aaa endoprosthesis (pxt281418). Reportedly, on (B)(6) 2025, the patient had an ultrasound which revealed a hole in the ipsilateral limb of the pxt281418. The physician performed an angiogram which confirmed the hole and an associated type 3 endoleak due to the hole. It is unknown if there was aneurysm enlargement associated with the endoleak. The cause of the hole in the device is unknown. It was reported the patient had no clinical sequelae associated with the endoleak. On (B)(6) 2025, the patient underwent a reintervention procedure to reline the ipsilateral limb in the left iliac utilizing two gore® excluder® aaa endoprosthesis contralateral legs (plc141400 and plc161000). There are no clinical images available. The procedure was successful, and the patient tolerated the procedure.